Event description:
Customer reported receiving unspecified erratic readings of his adc meter, stating that his adc "meter is giving out low readings and then high readings". Customer further reported that he "passed out twice", having experienced a loss of consciousness and experienced symptoms that were described as "dizziness and weakness". It was further reported that customer "was taken" to a local health care facility. Medical survey was not completed because customer declined to continue troubleshooting. It should be noted that during troubleshooting it was determined that customer was using expired test strips and expired control solution (no additional information is available). There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown. (B)(4).

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.